Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found fluid spilled down the side rail. The tech cleaned out the side rail center arm assembly to resolve the issue.